Event description:
Caller reported that fill rod on tandem mobi cartridge was stiff when trying to push it up and down. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by loading a new cartridge from a different lot, and replacement cartridges were sent by technical support to maintain customer satisfaction. No further action was required.